Event description:
It was reported that during a da vinci-assisted pancreatectomy - distal surgical procedure, the medium-large clip applier instrument failed and would, not fully open and the clip was stuck in the applier. The customer had to use another robot grasper to fully open and release the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information: surgeon experienced motion issues with the clip applier. The applier would incompletely/partially open on command. The applier was used 2 times to clamp the vessel. The 1st attempt was assumed to be an improper hemoclip loading but the same issue happened again and was risking vessel injury because the applier would not fully open/release from the hemoclip. Replaced the clip applier and proceeded with no additional issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found, to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes, engagement and able to retain clip through engagement but cannot apply the clip).